Manufacturer narrative:
Insulin pump had no button error alarm noted. Esc button did not respond due to corroded keypad traces. Insulin pump had no moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.